Event description:
Customer reported a hospitalization due to high blood glucose. The paramedics were called to transport customer to hospital. Customer stated that she was out of it and moaning. Diagnosed diabetic ketoacidosis. The hospital treated with insulin, hydrated and gave antibiotic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.